Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been exhibiting spikes of high out of range pace impedances on the right ventricular (rv) lead for the past few months. The impedance values were greater than 2500 ohms. The rv lead and ICD were recently explanted and replaced. The cause of the observations was not conclusively identified. No additional adverse patient effects were reported.